Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. During hospitalization, the patient was treated with intravenous (IV) vancomycin (dose, frequency, and duration not reported) and IV levaquin (dose, frequency, and duration not reported) for peritonitis. On an unknown date, while still hospitalized the levaquin was discontinued and the patient was started on IV merrem (dose, frequency, and duration not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. Post discharge, the patient was treated with intraperitoneal vancomycin for two weeks (dose and frequency not reported) and intraperitoneal ciprofloxacin for two weeks (dose and frequency not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.